Event description:
New boston scientific ICD installed (B)(6) 2013. Almost immediately began experiencing irregular heartbeats. Throughout 2014 irregular heartbeats became progressively worse. Multiple visits to cardiologists and electrophysiologist. Holter monitor confirmed irregular heartbeats. Several visits to the ER for severe irregular heartbeats. Echo-cardiogram showed no heart malfunction. Irregular heartrate worsen from (B)(6) 2014. Informed that the atrial ICD lead was "noisy". Cardiologists said lead noise was not an issue causing irregular heartbeats. Cardiac medications were increased three-fold with no effect. By (B)(6) 2014, irregular heartbeats were severe and defibrillating. On or about (B)(6) 2014 at an emergency visit to cardiologist office, discovered that "noisy" ICD atrial lead was having an adverse effect on heartrate. Lead was turned off and instantly irregular heartrate disappeared. Atrial icm lead remains "off." Irregular heartbeats gone.